Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient treatment that the cardiosave intra-aortic balloon pump (iabp) failed and started smelling like a burn. Customer had reported that the screen froze, and then displayed an internal communication error message on the screen. They also reported the pump could not be switched off by the power button and had to be unplugged from mains to switch off. The device was replaced to continue the therapy. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4,b5, d9, e1 (contact person phone number)e2, e3,g1 (name), g6, h2,h3, h6 (health effect ¿ clinical code, component code, type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation in e1 for event site telephone, the full event site telephone is tel:(B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the device turned on off of one battery, and displayed "iabp may require maintenance". The fse also found that when the device was connected to the mains supply, it would turn on without pressing the power button, and would not turn off unless the unit was unplugged. However, when using batteries, the device functioned normally. The fse investigated the burning smell, and only noticed a potential burn mark on the power management board. The fse also found error code 139 around the time of failure. The fse replaced the power management board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: power management board (non rohs) this part was received with a reported unit failure message of board failure and power switch on or off without need for power. The failure analysis and testing dept. Performed a visual inspection, and found the q27 component was burnt. This causes the failure board. Due to burnt q27 component, the fat dept. Cannot be able to install this board and investigated with cardiosave test fixture. It may harm or damage test fixture. Retaining this board in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
N/a.